Manufacturer narrative:
Health impact and evaluation codes: updated device evaluation: one device was returned for investigation. Upon visual inspection it was noted: all three tamper seals were broken and the top case was cracked and did not clip onto the bottom case. Functional testing was unable to duplicate customer reported problem. Fault was not found on the unit but impact and tampering were noted. The manometer problem may have been user error, but preventive measures taken. No previous service history. Manufacturing device history report (DHR) review was not relevant due to age of the device and the user interface/tampering. The manometer was replaced as a preventative action. Replaced MRI battery, sintered filter, and o rings for the preventative maintenance (pm). Replaced cracked housing and installed case labels. Replaced input manifold assembly. Reset patient pressure cycling led and adjusted CPAP control valve to tolerance. Performed pm, cleaned unit and affixed new service label. Device passed functional testing.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the main gauge was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.